Event description:
It was reported that air bubbles and gaps were observed in the tandem mobi system during pumping, specifically in the cartridge. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use room temperature insulin when filling the cartridge and was able to resolve the issue, allowing them to resume insulin therapy.